Manufacturer narrative:
Breakdown of 19 events is as follows: cartridge tip cracked/damaged, cosmetic issues 1, delivery issue, stuck in cartridge 1, haptic damaged 5, haptic damaged,dc-loading issues 2, haptic detached 1, iol torn 6, lens damaged 1, stuck in cartridge 1, unspecified/other with patient involvement 1. Serial number of the suspect products: (B)(4). 11 investigations were completed and 8 investigations are pending from this period. Breakdown of completed investigations: (B)(4) haptic damaged, (B)(4) haptic damaged,loading issues,stuck in cartridge, (B)(4) no product returned, (B)(4) no issues identified, (B)(4) lens cut, (B)(4) lens cut,haptic damaged, (B)(4) lens cut,haptic damaged, (B)(4) lens cut,haptic damaged,ol torn, (B)(4) haptic detached, (B)(4) no product returned, (B)(4) lens cut,haptic damaged. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 19 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events

Manufacturer narrative:
Additional information: there are 7 investigations completed during this period. Breakdown of 7 investigations with respective lot/serial numbers are as follows: 1044502002 haptic damaged 1031671912 lens cut, iol torn 1025802001 haptic damaged, lens damaged 1022521910 iol torn, lens damaged 1047951909 no issues identified 1023331601 lens cut,haptic detached 1028211909 lens cut,haptic damaged,haptic detached the investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.